Manufacturer narrative:
During visual inspection of the pump, it was observed that the pump was returned with the battery compartment cracked from the top traveling to the bumper and was cracked from the bottom traveling to the bumper. The battery cap was not returned with the pump and a test cap was used to complete the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.